Manufacturer narrative:
Other applicable components are: product ID: 3708660, serial#: (B)(4), product type: extension. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
Information was received from a health care provider (hcp) via a company representative (rep) regarding a patient implanted with an implantable neurostimulator (ins) for parkinson¿s disease. It was reported that during the ins implant procedure, abnormal impedances occurred in the lower site of the ins. Results of lead impedance measurement using a twist lock cable found that impedances were normal. It was thus suspected that the adaptor was fractured. An impedance measurement check was done using a back-up product, which confirmed that impedances were normal. No x-ray images were available. Telemetry data was available: all electrode impedances exceeded 40,000ohms. A contributing factor to the event was during the procedure/tunneling, fracture occurred by something such as impact. Using a back-up product resolved the event. No surgical intervention occurred, nor was planned. There was no patient injury.

Manufacturer narrative:
Device analysis for extension (B)(4) revealed the proximal end connector was not completely seated in the ins connector port. Electrical testing of the extension determined continuity was complete and no electrical shorts were identified between the circuits. Analysis determined the setscrew impression was not in the correct location. Due to the reported complaint, an impedance test was performed in 0.9% saline solution and good impedances were observed using an n'vision clinician programmer. (B)(4).

Manufacturer narrative:
Conclusion code belongs to the extension.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.